Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported that the ins was turning on by itself. The patient reported that he could tell because he could feel the ¿shocking¿ like it¿s turned on and he can turn it back off with the controller. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the first time the implant turned on by itself they were hooking up a wi-fi router and it was on low settings so they could barely feel it. The second time was when they were laying down so the patient used the remote to turn it off. The patient noted that the issue had not been resolved as it kept showing a code to go to the doctor as it was at the elective replacement indicator.